Event description:
A ventilator was reported to have failed the system setup test aecm section of pre-check test. There was no patient involvement, and no harm or injury reported. The device's 3-way solenoid and proportional valves require replacement to address this issue. The customer has taken responsibility to complete the required repairs.